Event description:
Reporter indicated that vns pt underwent lead explant surgery due to infection and voice alteration. It was reported that the pt lost their voice folliowing vns implant surgery and that they had not regained it over one month later. Additionally, it was reported that the neck incision site was infected and inflamed. The generator was left in place with hopes of reimplanting a new lead in approx 6 months, but the pt's family member indicated that the pt would probably not choose to be reimplanted. Investigation to date has been unable to determine whether the pt has been diagnosed with vocal cord paralysis.